Event description:
It was reported that "loan infinity ankle which was due to go ahead this afternoon at (B)(6) hospital but upon opening the trays we noticed the inside of tray 1 there was debris from the metal tray and the black material has chipped off. There was also a blue tray liner stuck on the underneath of the top tray which was sterilized with the kit. It had hair and debris on it. The case was cancelled as a result of a combination of sterility issues.

Manufacturer narrative:
Correction to h3(device evaluated by mfg). The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual examination of the returned instrument tray confirms the catalog and lot number. Significant scratches are visible throughout the tray. The perforated tray base shows areas of white discoloration. The kitting team reviewed the received information and noted that the discoloration appears to be caused by white plastic caddies during thermal disinfection or sterilization processes. According to the IFU, trays are not designed for cleaning and disinfection when loaded with other devices or instruments. Although most likely a user related issue, the root cause could not be conclusively determined due to the lack of additional information. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use were reviewed and states: stryker t&e trays are intended for sterilization, transport and storage of medical devices. They are not designed for cleaning and disinfection in the fully equipped state. The devices must be removed from the tray for adequate cleaning results. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that "loan infinity ankle which was due to go ahead this afternoon at (B)(6) hospital but upon opening the trays we noticed the inside of tray 1 there was debris from the metal tray and the black material has chipped off. There was also a blue tray liner stuck on the underneath of the top tray which was sterilized with the kit. It had hair and debris on it. The case was cancelled as a result of a combination of sterility issues.